Manufacturer narrative:
The device serial number was requested but was not provided. As a result, the unique device identifier, manufacture date, and approximate age of the device is not able to provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a low speed hazard alarm. On 08/25/2015 the system controller log file was submitted to the manufacturer's technical services team. Review of the log file noted low battery alarms and low battery voltages, resulting in a loss of power to the system controller. The patient was asymptomatic during the event. The power module patient cable was exchanged. X-ray images of the patient's percutaneous lead did not show any areas of concern. During a clinic visit the following week, it was found that the patient continued to have ongoing issues with low voltage. Review of a new log file found multiple low battery advisory alarms and decreased voltage values while on battery support. The patient's batteries and battery clips were changed out on (B)(6) 2015 and patient training reinforcing proper care and use of the batteries was performed. The patient&#38112;system controller was exchanged during a clinic visit on 09/09/2015. No additional information was provided.

Manufacturer narrative:
The reported event of a low speed hazard alarm and pump stop was confirmed when the patient's system controller log file was reviewed. The system controller was connected to the power module when power to the system controller was lost. The event occurred when the system controller's black power lead was disconnected. The duration of the pump stoppage could not be determined from the recorded log file information. Power was restored to the system controller when the patient switched to battery power and the pump power, estimated flow and speed values returned to typical patient values within a minute of the power being restored to the system controller. The log file indicates that the pump was not disconnected from the system controller prior to the event. It was reported that the patient cable was exchanged, however, the 14 volt patient cable was not returned for evaluation. It was reported that the patient experienced low voltage advisory alarms three days later. The reported low voltage advisory alarms were confirmed through analysis of the submitted system controller log file. It was reported that the patient¿s batteries, battery clips, and system controller were then exchanged. The system controller and battery clips were not returned for evaluation; however, the patient's batteries (six in total) were returned for evaluation. The returned batteries were functionally tested and no faults were found with the batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. . No further information was provided. The manufacturer is closing the file on this event.